Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Philips received information from the customer reporting that during a patient procedure the couch did not stop motion when commanded to stop. There was no report of harm to the patient or operator as a result of this event.